Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose level rose to 400 mg/dl (22.2 mmol/l) while wearing the pod 4 hours. The reporter stated that the cannula did not fully insert into their skin, resulting in hyperglycemia 4 hours after application. There was no medical assistance required. There were no further details available for the reported event. The pod is not available for evaluation.